Event description:
It was reported that the pilot balloon became detached during use. Emergent tracheostomy change was required; however there was no immediate harm to the patient.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.